Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. The customer completed basic troubleshooting at the request of the customer care center (ccc). The customer declined additional instrument hardware support. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician who questioned the result. A new sample was processed the same day and a higher result was obtained and reported. The original sample was reprocessed in duplicate on the original dimension vista at a later date and higher results were obtained. A corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.